Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had with minor scratches on lcd window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 15 mmol/l. No further information reported.